Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment of the aortic body stent graft, the contralateral leg of the graft was reported to be compressed and/or incompletely open, resulting in subsequent cannulation difficulties and prolonged procedure time. A brachial access approach was used to successfully cannulate the contralateral leg of the stent graft and the case was completed without patient sequelae.